Manufacturer narrative:
Additional information: h6, h10. Device analysis: one smiths medical cadd cassette reservoir was returned for analysis in unused condition. Visual inspection was performed under normal conditions of illumination. The sample was tested using a cadd legacy plus in order any anomalies that could affect the product functionality, and no anomalies were found, the test passed successfully. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, cassette leakage was noticed. No reported adverse effects.

Manufacturer narrative:
Device evaluation: a device evaluation for a related sample was submitted on previous follow up report. The sample specific to this event was subsequently returned and evaluated. Visual inspection showed no anomalies. Functional testing involved using a syringe to infuse water into the device. A leak was detected. One possible, but unconfirmed, problem source was listed as the component receiving damage from the supplier. Based on evidence and investigation, the complaint allegation was confirmed.